Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: barewire workhorse 0.014, other: emboshield nav6. (B)(4) incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and the loosely-folded balloon, suggesting that the device was prepared for use and pressurized during the procedure as reported. There was blood on the balloon and the shaft, which may be consistent with the catheter being advanced inside the body. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon, confirming the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. It was noted that the balloon was initially soaked and prepared outside of the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as heavily calcified and likely contributed to the reported difficulty. Scanning electron microscopy (sem) analysis confirmed the leak located approximately 8.2 millimeters distal to the proximal balloon marker. The sem report concluded that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. It is likely that the balloon material was damaged (scratched) from interactions with other devices and/or the heavily calcified lesion such that upon inflation attempt, the balloon ruptured. In review of the reported information and the analysis of the returned catheter, the balloon rupture appears to be related to circumstances of the procedure. It was reported that the catheter was used in the common carotid artery. It should be noted that the IFU states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. It is not known how the use of the catheter in the carotid artery contributed to the reported balloon rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material record issues associated with this lot and all lot release testing met specification. Additionally, a query of the complaint handling database indicated no other incidents for balloon ruptures from this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during dilatation in the heavily calcified common carotid artery, the 2.5 x 20 mm trek rx balloon was inflated and ruptured at 8 atmospheres during the first inflation. The dilatation catheter was removed from the anatomy without resistance and a 4.5 x 20 mm viatrac dilatation catheter was used to complete dilatation. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided.